Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right superficial femoral artery. The armada 35 5mm/60mm 80cm balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There was no reported adverse patient effect. The device was prepped according to the instructions for use. There was no resistance during removal of the protective sheath or during advancement to the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.